Event description:
As reported by the user facility: brief inquiry description air in line alarms detailed inquiry description pt was intubated and required stat MRI. Wanted a propofol drip infusing for MRI scan to be completed. Pt was not currently on propofol drip, thus a new bottle and new tubing was obtained. Tubing was inserted into IV pump and primed per protocol. Infusion was started immediately prior to leaving pt room in ICU. Upon entering elevator, IV pump alarming "air bubble detected" IV tubing was disconnected from patient and the line was primed with 11ml, as per pump protocol. It was reconnected to patient and infusion was started. Prior to arrival to MRI, while in hallway, IV pump again alarmed "air bubble detected". Pump was placed on hold at this time as pt was being transported in hallway. Upon arrival to MRI tubing was again disconnected from pt and again primed with 11ml per pump protocol. Pt was transferred to MRI table and scan was begun. IV pump again rang air bubble detected. Unable to disconnect from pt without delaying scan as pt was in MRI machine at time. Pump was placed on hold, tubing removed and thoroughly inspected revealing no air bubbles. Tubing was reinserted and infusion was started. Pump rang air bubble detected 3 more times within the next 5 minutes, at which time nurse made decision to stop infusion and turn pump off. Pt was very closely observed for any movement at which time an ivp dose of a different medication was to be administered per the ncc team. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.